Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's left ventricular lead exhibited high capture threshold and high pacing impedance. The patient was brought in for lead extraction. It was further noted that the lead broke during extraction. The lead was successfully removed. The patient was stable.